Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 800 pro instrument was generating ¿cau: 20 consecutive cuvettes have failed water blank¿ errors. The customer requested a service visit. The issue was referred to a beckman coulter field service engineer (fse).

Manufacturer narrative:
During a service visit, the fse found the vacuum was weak at line 151. The fse flushed the line to correct the problem; no further problems with the cuvette wash/vacuum probes were observed. The failure mode was insufficient vacuum at line 151. This failure mode can cause insufficient washing of the cuvettes and cuvette overflow. Insufficient cuvette wash can impact any or all cartridge side chemistries, including critical chemistries. The manufacturer's reference # for this event is (B)(4).